Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no product was returned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Case 2 of 2. Gm, director of medical affairs, j&j medical (B)(4) received information today from ag, general manager sales orthopaedics, j&j medical (B)(4), that dr has two patients that have product complaints relating to attune cementless mbt knees. Case 2: patient is complaining of pain in the tibia and dr believes that the tray may be loose. No revision done or planned at present, however, revision is possible. I don't have any additional information on the case. At this point in time, gm is waiting for feedback from jw and will advise if it is appropriate to contact dr to get additional data. Dr is part of the early evaluators program for the knee and therefore already has contact with the global team and he may have already provided data on the cases to global.